Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. The insulin pump was unable to verify alarm due to motor error alarm. The insulin pump was received with cracked battery tube threads, reservoir tube, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during priming. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 122 mg/dl. Customer also reported that the device had an unexpected restart alarm and numbers were counting down on the display. Customer also stated that the reservoir compartment was cracked. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.